Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A DHR review cannot not be conducted as no lot number was provided. A lot history review cannot be conducted as no lot number was provided. (B)(4). Per the instructions for use, the user is advised to grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional FDA product code: oct. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, lapvue10, was being used during a lap chole procedure on (B)(6) 2021 when it was reported "vue tip snapped off inside of the abdomen". The tip was removed and discarded by the facility. This caused a 5-10-minute delay in the procedure. The procedure was completed as planned and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.